Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During attempt to exchange a wire, the wire would kink while trying to pass through the catheter. The device was also noted to have stretched. A second catheter was used and the same difficulty occurred. The procedure was ended. A section of the device did not remain inside the patient¿s body. The patient did not require and additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.